Event description:
8/27/96 oxygen saturations were down to the low 80's to low 90's. Therefore, more oxygen was given. The oximeter probe was charged without improvement. The nurse then checked the probe on herself, and found that the oxygen staurations on her own finger were only 90%. The oximeter machine was charged and the saturations were 97%. Capillary blood gases were checked in order to assure that low saturations were not accurate. The results were within the baby's normal limits.